Event description:
It was reported that insulin gauge displayed amount different than expected and pump showed static fill estimate of 85 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer was informed that this could occur due to large variance in measured pressures used to calculate remaining insulin and was advised that once actual insulin in cartridge matched static value, fill estimate would resume counting down normally, and caller understood and acknowledged education with no further action documented.